Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath and an electrode detachment occurred the patient required surgical intervention for removal of the electrode. After ablation for paroxysmal atrial fibrillation, when the carto vizigo¿ 8.5f bi-directional guiding sheath was removed, the electrode was dislodged in the vessel due to resistance (electrode was totally separated). The dislodged electrode was removed from the patient by using an angioplasty balloon. There was no patient consequence caused by the electrode dislodgement. The physician¿s comment was that the electrode might have been caught in a blood vessel during the removal manipulation, causing the electrode to come off. After carto vizigo¿ 8.5f bi-directional guiding sheath was removed from the patient¿s body and confirmed it, there was evidence of adhesive at the joint of the electrode. Additional information was received indicating there were no exposed wires or lifted / sharp rings noted.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).